Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that keypad button presses did not activate desired pump functions. After the alleged issue began, the patient claimed that he noticed that the keypad was peeling. He noticed the peeling keypad issue the night prior to contacting anm on (B)(6) 2012. As a result of the alleged issue, the patient claimed that he went on injections and her blood glucose (bg) level went high. The patient reportedly developed a bg level of "398 mg/dl" with symptoms of nausea and vomiting during the night. The patient reportedly took 20 units of novolog insulin to bring her bg level down to "200 mg/dl." By that time, he no longer had symptoms of high bg. She did not test for ketones during the time of concern. While speaking to the anm representative involved in this contact, the patient observed moisture behind the pump's display. He denied that the pump was exposed to water. The alleged product display issue is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. It is unclear when the moisture on the display was first noticed by the patient. The alleged keypad issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to keypad button presses and the issue began before the keypad began to peel. There is no evidence, however, that the pump or alleged issue contributed to the patient's injury. The patient's injury can be attributed to diabetes management since he claimed that his bg level went up as a result of using injections.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was returned peeling near the contrast and ok buttons. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be obvious and detectable and warns the patient to discontinue using the pump. The owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. During testing all the keypad buttons were unresponsive. During investigation, moisture was observed in the pump and behind the display screen. A leak test was performed and investigation revealed a keypad leak. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.